Manufacturer narrative:
E1:first name and last name of initial reporter is unknown g2: country of origin is japan radiographic image review provided: two panel image lateral x-ray multi level lumbar interbody fusion levels unknown, superior interbody graft appears collapsed in right compared to left. H11: this report is being submitted as part of remediation activities associated with CAPA pr 691121. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion (plif) spinal therapy for lcs-lumbar canal stenosis. It was reported that the cage closed.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there is no allegation against the device.